Event description:
It was reported to medtronic neurosurgery that despite setting the valve to the highest pressure setting on the strata nsc burr hole valve, the pt was allegedly experiencing headaches and overdrainage symptoms even while laying down. According to the report, a CT scan of the brain showed small ventricles, and icp monitoring showed a reading of -7cm. The physician decided to explant the shunt.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.